Manufacturer narrative:
A service quality engineer (sqe) evaluated the device. No defects or physical damage was observed. Furthermore, no internal contamination of the pressure sensor was seen. Device data was also reviewed. It was noted that the system transitioned from preparation to liver on board (lob) mode due to a large enough induced pressure differential between arterial and inferior vena cava (ivc) pressure. Subsequently, following a power cycle, abnormal ivc pressure readings required the customer to complete further troubleshooting. After intervention was taken to resolve the abnormal pressure readings, no further perfusion issues were observed. The device has subsequently been used successfully in multiple cases. A device history review (DHR) was completed on the disposable set and no deviations were identified. The root cause of the abnormal pressure readings could not be determined. Section h8 was corrected to indicate the event took place during initial use of device.

Event description:
It was reported that the metra was in liver on board (lob) mode instead of preparation mode when there was no liver on board. It was confirmed that there were no kinks in any of the tubing and no visible obstruction causing a high pressure. Initial troubleshooting was attempted, but the device went into lob mode in less than 20 seconds after pressing start perfusion. The inferior vena cava (ivc) pressure reading was negative 13. Further troubleshooting was suggested after which the ivc pressure sensor reading changed from negative 13 to positive 5. The perfusion was stopped once more, remove cartridge was pressed twice, and start perfusion was pressed to begin preparation mode. Afterwards, the device continued in preparation mode without further intervention.

Manufacturer narrative:
The disposable set was returned for evaluation. Device evaluation is pending completion.

Event description:
It was reported that the metra was in liver on board (lob) mode instead of preparation mode when there was no liver on board. It was confirmed that there were no kinks in any of the tubing and no visible obstruction causing a high pressure. Initial troubleshooting was attempted, but the device went into lob mode in less than 20 seconds after pressing start perfusion. The inferior vena cava (ivc) pressure reading was negative 13. Further troubleshooting was suggested after which the ivc pressure sensor reading changed from negative 13 to positive 5. The perfusion was stopped once more, remove cartridge was pressed twice, and start perfusion was pressed to begin preparation mode. Afterwards, the device continued in preparation mode without further intervention.